Event description:
Related manufacturer reference number: 1627487-2021-01671. It was reported the patient underwent a full system replacement. The reason for the procedure is unknown.

Manufacturer narrative:
Based on information obtained, decision is not reportable at this time. Device was electively replaced to prevent interruption of therapy. There is no alleged stated deficiency or malfunction of the device.

Event description:
Based on information obtained, decision is not reportable at this time. Device was electively replaced to prevent interruption of therapy. There is no alleged stated deficiency or malfunction of the device.